Manufacturer narrative:
Other applicable components are: product ID: 3889, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urgency frequency. It was reported that the patient stated that they felt pinching when bending over, like a wire poking them. They asked if that would happen with the permanent implant as well. Contributing factors were unknown. The patient was advised against bending, stretching, twisting, and lifting during the evaluation and redirected to their healthcare provider for information regarding the permanent implant. It was unknown if the issue was resolved at the time of the report. Additional information was received. The patient reported that they did not know what was going on, but their tailbone was sore. Patient reported they were in tons of pain, it was swollen and about the size of a 50 cent piece. It felt like a hard knot by their tailbone and it was so painful it could not be touched. They were wondering if they slept on the ens and that had caused a bruise. Patient was assisted in decreasing stimulation to 1.0 and the patient was thinking it was not from the therapy. They had a heating pad on it at the time of the report. The patient was advised to contact their healthcare provider for medical assistance. It was unknown if the issue was resolved at the time of the report. Additional information was received. The patient reported their doctor was removing their leads the following day due to possible infection. Contributing factors, actions/interventions, and resolution were unknown. No further complications were reported or anticipated.